Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit during a procedure on (B)(6), 2009, the patient presented with a small amount of granulation tissue on (B)(6), 2009. According to the complainant, the patient was treated with silver nitrate and metrogel, which resolved the granulation tissue the same day. Reportedly, the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: (B)(4).